Event description:
The site called in to report that the surgeon was inaccurate 2 - 3 mm after draping and placing on a sterile frame. It was also reported that the application exited randomly while in the registration screen requiring them to go back into mach cranial. However, they could not replicate the behavior. They changed the spheres on the frame and one of the spheres was causing intermittent communication, red/green status, the error was ranging from .26 to 1.06. When they removed the sphere, they reported the 2 - 3 mm inaccuracy and confirmed the initial touch and go registration accuracy was good. They confirmed that the vertek arm had not moved out of position during draping. The use of the navigation was discontinued with no impact on the pt outcome reported.

Manufacturer narrative:
Software investigation finds the possibility of a bumped frame or draping material caught under sterile frame. Unable to get further info.